Event description:
It was reported that the insulin pump alarmed for cal error and bad sensor. Blood glucose reading was 166 mg/dl. The transmitter did not blink when attempts were made to connect the sensor. The sensor was removed and no electrodes were found. It was unclear if the electrode had fractured inside the body. Advised to monitor and to go see a medical professional is there is skin irritation or pain. The sensor will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.